Event description:
The customer reported that during an exam, the first three fluoroscopy images were good and then the subsequent images were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.